Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320119 batch no: 8282592. It was reported that the customer reported no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: customer returned (11) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. No samples (including photos) of 31gx5mm bd product were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320119 batch no: 8282592. It was reported that the customer reported no insulin flow when priming.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320119 batch no: 8282592 it was reported that the customer reported no insulin flow when priming.